Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed. Please see the following related MFR reports: 3003793491-2013-01004- for autopulse resuscitation system with sn (B)(4). 3003793491-2013-01012 for autopulse nimh battery with sn (B)(4). 3003793491-2013-01014 for autopulse nimh battery with sn (B)(4).

Event description:
It was reported that on (B)(6) 2013, customer received a call during a witnessed cardiac arrest that occurred by an industrial office. The patient was down for approximately 8 to 10 minutes. Bystander CPR was performed and an AED (automated external defibrillator) was applied. Complainant alleged that during use on the 300ib plus patient, the autopulse resuscitation system operated for about 10 minutes, then exhibited a user advisory 19 (max applied load exceeded) message on the lcd display. Customer placed another battery into the platform; however, this only performed compressions for approximately 4 to 5 minutes. Then the autopulse displayed multiple user advisory messages such as: ua 19, ua 20 (position out of range), ua 09 (discrepancy between software and hardware load plate too large), ua 16 (timeout moving to take-up position), etc. Customer was not sure of all the error messages seen. During battery exchange, manual CPR was performed for 30 seconds. The autopulse stopped working and manual CPR was performed for the remainder of the call which was approximately 8 minutes. Hospital was located about 10 minutes from where the incident occurred. Manual CPR was performed for approximately 15 minutes after arrival at the emergency room and patient was placed on a ventilator and administered a round of epinephrine. Return of spontaneous circulation (rosc) was never achieved. The patient was pronounced dead at the emergency room by the treating physician. The primary cause of cardiac arrest is unknown. It is unknown if an autopsy was performed. No further details were provided.

Manufacturer narrative:
Nimh battery s/n (B)(4) was returned to zoll for investigation. When the battery was placed in the battery tester, the tester was unable to obtain any readings. Additional testing could not be performed on the battery due to the fact that the battery was unable to be charged and/or test cycled in the cadex and multi-chemistry chargers. An investigation conducted using the battery's serial number, found that the battery was within its expected life span of 2-4 years. If proper battery maintenance is not performed (charged/test cycled) as instructed per the IFU, this could result in the battery not having sufficient capacity to operate effectively. Per the autopulse power system user guide (pn: 12457-001), "charged autopulse nimh batteries left for an extended period in the autopulse or as a spare may not have sufficient capacity to operate effectively." The user guide warns: "always charge a stored battery before placing the battery in active operation. Battery may self-discharge when not in use. Failure to charge a battery before use may cause device power failure. In no case should any battery be used if it has not been charged within 2 days." In addition, "autopulse batteries that are not fully charged (battery status led is yellow/amber or there are less than four bars on the autopulse user control panel), will result in shorter autopulse run times."